Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that a patient suffered from temporary neuro-monitoring loss following the insertion of the right side mesa uniplanar screws. The screws were replaced and re-positioned, whereas the patient regained sensory-evoked potentials. This report captures the first of 3 screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: 4. Placement of screws should be checked radiographically prior to assembly of the rod construct. 5. Care should be taken when positioning the implants to avoid neurological damage. It was speculated in event op notes that there may have been a small lateral breach at the t11 and t10 level on the right side which may have contributed to the asymmetry in neurological monitoring. It is also possible that the screws may have been implanted in a compromising trajectory which may have contributed to the event. However, a conclusive root cause could not be confirmed.

Event description:
It was reported that a patient suffered from temporary neuro-monitoring loss following the insertion of the right side mesa uniplanar screws. The screws were replaced and re-positioned, whereas the patient regained sensory-evoked potentials. This report captures the first of 3 screws.